Event description:
Note: date of event and procedure date are unk. Boston scientific corp identified in an article titled: "interventional pulmonology: efficacy and safety of the excelon transbronchial aspiration needle in mediastinal lymph node enlargement: a case-control study" by alberto fernandez-villar, virginia leiro, monserrat blanco, cristina represas, maribel botana, ana gonzalez, and luis pineiro; respiration 2007;74:208-213. According to the complainant, a bleed of >20ml occurred during a transbronchial aspiration needle procedure. There were no pt complications reported as a result of this event. No additional details are available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unk. According to the complainant, the suspect device is not available for return. A device eval has not been performed; the cause of the reported malfunction is undetermined.